Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2003. Subsequently, a revision procedure was performed on (B)(6), 2011 due to pseudotumor. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." Evaluation of the returned component found evidence of subluxation of the joint and scratching of the bearing surfaces. The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00723 / 00724).